Manufacturer narrative:
Initial reporter addr 1: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the patient was received a 24-hour bag of cytarabine beginning at 1558. This cytarabine bag completed at the next day sooner than expected at approximately 1348. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a, g codes.

Event description:
It was reported that the patient was received a 24-hour bag of cytarabine beginning at 1558. This cytarabine bag completed at the next day sooner than expected at approximately 1348. There was patient involvement but no harm.

Event description:
It was reported that the patient was received a 24-hour bag of cytarabine beginning at 1558. This cytarabine bag completed at the next day sooner than expected at approximately 1348. There was patient involvement but no harm.

Manufacturer narrative:
Omit : f27 - no patient involvement. A26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable. Additional information : imdrf annex f code.